Event description:
It was reported that following a primary kinemax procedure on 17th august 2004, the patient presented with pain. It is further reported that the patient underwent a procedure to revise the knee. The customer reports that during this procedure, the surgeon found that the poly liner showed signs of degeneration around the edges. It is further stated that the surgeon revised only the liner as they believed the tibial and femoral components were undamaged.